Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the xceed meter was reviewed and the DHR showed the meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. - attachment: [attachments.zip]

Event description:
Customer reported being unable to test using the adc blood glucose meter due to the "meter turning off" even after battery replacement and it was discovered during the course of troubleshooting that the meter battery contacts were broken/missing. Customer further reported that on (B)(6) 2017, he/she experienced symptoms described as dizziness, disorientation, "trembles" and cold. Customer reported self-treating with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported being unable to test using the adc blood glucose meter due to the "meter turning off" even after battery replacement and it was discovered during the course of troubleshooting that the meter battery contacts were broken/missing. Customer further reported that on (B)(6) 2017, he/she experienced symptoms described as dizziness, disorientation, "trembles" and cold. Customer reported self-treating with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using the adc blood glucose meter due to the "meter turning off" even after battery replacement and it was discovered during the course of troubleshooting that the meter battery contacts were broken/missing. Customer further reported that on (B)(6), he/she experienced symptoms described as dizziness, disorientation, "trembles" and cold. Customer reported self-treating with a glucagon injection. There was no report of death or permanent injury associated with this event.